Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative report: the field service representative (fsr) evaluated the suspect device. The fsr set the device with circuit and test lung. The device operated properly throughout testing with no alarms. The fsr performed the user verification test (uvt) and operational verification procedure (ovp). The reported issue was not duplicated and is operating to manufacturer specifications.

Event description:
The customer reported that the vela ventilator was displaying transducer (xdcr) fault. The customer reported no patient involvement or allegation of patient harm.